Event description:
Customer reported a cartridge alarm issue with the pump, but it did not adversely impact their blood glucose level. Customer support confirmed that consecutive cartridge alarms occurred, and a replacement pump was warranted. The pump was still under warranty, and the customer was advised they would receive a replacement pump with updated software. Customer was instructed to put the current pump in storage mode and return it using a pre-paid label to avoid charges. They were also informed they would need to program their settings and connect their continuous glucose monitor to the new pump. The replacement pump was scheduled to arrive by the end of the next day, and the customer acknowledged all instructions provided by technical support. Customer reverted to an alternative method of insulin therapy.